Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient received right primary attune tka to treat patellofemoral osteoarthritis of the right knee. The patella was resurfaced, and competitor cement x 2 was utilized. The procedure was completed without reported complications. Records indicate the patient received a right revision due to loosening of the tibial tray. Upon entering the knee, the surgeon encountered and removed inflamed synovium and blackened and hypertrophied tissue at the suprapatellar pouch. The tibial tray loosening was confirmed. Intraoperative notes indicate the tray was completely debonded from the cement and a mucoid layer had formed in the space between the tray and cement, which was removed by the surgeon. The femoral component and patellar were well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was implanted with depuy tibial revision products secured with competitor cement. The procedure was completed without reported complications. Doi: (B)(6) 2013; dor: (B)(6) 2019; right.